Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the streamline cable was damaged. A replacement was requested. The power module was not in patient use when the cable was noted to be damaged. The streamline cable was thrown out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline internal backup battery cable for the power module, serial number: (B)(6), could not be confirmed during this investigation. The streamline cable was not returned for analysis, nor were images submitted for review. Additional information provided stated that the power module was not in use with a patient, and that the streamline cable was discarded as the customer did not know to return it. The root cause of the reported damage could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate power module, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.